Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a cracked case at the reservoir tube window corners.

Event description:
It was reported that the insulin pump had issues during prime. Customer reported the insulin squirting out during prime process. Customer's blood glucose was unknown. Troubleshooting was done. It was found that the drive support cap was sticking out. The issue was not resolved in the troubleshooting. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.